Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and atrophy. Th aus were explanted and replaced with a smaller cuff. There were no additional patient complications reported.